Event description:
A report was received that the pt was experiencing pain, fever, weakness and chills. The pt reported that he had gone to the ER due to pain stemming from the battery site to the legs. The physician administered steroids and medication to the pt for the pain. The pt continues to feel the pain whether the device is on or off. The pt is on new pain medication and can feel stimulation in the right areas but it is not helping the pt's pain.